Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the alarm could not be cleared and that the escape and act buttons were unresponsive. The customer did not recall the blood glucose reading. The customer was unable to troubleshoot for these issues. The reservoir was not returned for analysis.